Event description:
A surgeon was repairing a femoral fracture and while inserting the trochanteric fixation nail the coupling screw broke beneath the collar and the handle of the inserter broke. The procedure was successfully completed. No additional information is available. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Placeholder.

Manufacturer narrative:
Manufacturing evaluation: there were scratches, nicks and rub marks on the surface. These are consistent with normal use in the field. The shaft has been severed at the area where it meets the cap. There are damaged and deformed areas on either side where the severence took place. There are gouges, dents and deformed areas on the end of the cap as well as on the knurl portion of the cap. All features checked pass.

Manufacturer narrative:
Product development event evaluation: the coupling screw (357.377, lot # 5595910) was manufactured 2/08. The knurled knob on the head of the device has separated from the shaft at the knob shaft intersection and contains extensive hammer blow marks from significant use. The helical blade inserter and the coupling screw are intended for use in combination with the tfn companion aiming construct for the precise implantation placement of 11mm helical blades. Both returned devices have sustained over 5 years of use and show significant hammer blow marks. The repeated hammering of the devices has caused the complaint condition. Technique guide details proper care, use and routine cleaning and inspection of instruments that should be followed. Drawing 357_372 was reviewed and determined to be suitable for the design and relative dimensional conformity for this device. The method of use and age of this instrument has led to this complaint rather than any design deficiencies. The design of the instruments is determined to be suitable for its intended use and the complaint is invalid from a design perspective.